Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 435 mg/dl at the time of incident. The customer treated high blood glucose with bolus. Customer declined troubleshooting for high blood glucose. Customer states insulin pump had hardware low level failure alert. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer performed self test and it was passed. Customer also had battery failed alarm. The insulin pump will not be returned for analysis.